Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this atrial lead was exhibiting sensing and capture issues and was found to be dislodged. A revision procedure was performed and the lead was removed from service as repositioning was unsuccessful due to helix retraction difficulty. No additional adverse patient effects were reported.